Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable assembly.

Manufacturer narrative:
A graphic user interface (gui) to breath delivery (bd) cable was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found a slight indentation on the outer insulation of the cable. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to expected wear of the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was unable to go to service mode and the ventilator has a blank screen. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter board was updated. The ventilator passed all tests and operated within the manufacturing specifications.